Event description:
Information received indicates the brake is not holding and both steer and brake casters are ratcheting.

Manufacturer narrative:
The technician replaced the worn brake and steer casters to repair the bed.